Event description:
It was reported that during a cryo ablation procedure, air ingress occurred. Air was then aspirated from the sheath and the source of the air was noted to be from an empty heparinized saline intravenous bag. The sheath was removed from the patient and fluoroscopy showed air embolism. The case was aborted while the patient was under general anesthesia. It was noted that blood aspirated initially appeared to be venous. No further patient complications have been reported as a result of this event.